Manufacturer narrative:
Siemens healthcare diagnostics filed the original MDR 2011-04-13 new information: analysis of the instrument, instrument data, and root cause investigation indicate that the cause for the falsely elevated troponin I result was the glass fiber paper lot used in this testpak lot. An urgent field safety notice was issued in (B)(4) 2010 and sent to customers who had ordered this testpak lot advising them to repeat all positive results above 0.07 ng/ml by an alternate method or to run cctni samples in duplicate. The issue is related to this field safety notice. The customer was routinely running duplicate determinations. The customer verified the negative result as directed by the instructions. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample while performing duplicate determinations. The result was not reported to the physician. The repeat result was negative and the correct result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The issue is related to a field safety notice. The customer was routinely running duplicate determinations. The customer verified the negative result as directed by the instructions. The instrument is performing within specifications. No further evaluation of the device is required.